Event description:
Patient who was revised is highly active (a dancer), which caused the cup to start to physically cut into the trunnion of the stem, causing impingement metal wear. Osteolysis was also reported. Update: (B)(6) 2012- litigation papers received. They allege that patient suffered from metallic debris. The complaint was reopened to add the metal insert and femoral head. Doi: (B)(6) 2009.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.